Event description:
Noise in atrial channel of pacemaker resulting in frequent pacemaker resulting in frequent pacemaker-mediated tachycardia intervention and subsequently, symptomatic tachycardia and pauses.